Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the centrifugal pump stopped and the pump displayed "0's" (no flow). The light emitting diode (led) for the start/stop was not lit. The device was not changed out, as the perfusionist (ccp) touched the on button and was able to re-start the motor and re-initiate forward blood flow. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt. Per the clinical review on (B)(6) 2013: near the end of cpb, when the heart was beating and the cardiovascular (cv) surgeon was checking the distal anastomoses of coronary artery bypass graft (CABG) grafts, the ccp noticed that the venous reservoir was filling with blood. He observed that the arterial flow rate, per flow display of the centrifugal control module, was displayed as 0.00 liters/minute. Since the cv surgeon had the heart displaced during check of CABG grafts, initially the ccp assumed the cv surgeon had kinked the aortic cannula or arterial line tubing and that is why the arterial flow to the pt had stopped. But further troubleshooting revealed that the pump speed display was showing 0000 rpm and both the on and off switches were dark. In addition, there was no back flow alarm (either audible or visual messaging). The ccp touched the on button, and was able to re-start the motor and re-initiate forward blood flow. The ccp estimated that flow was lost for about fifteen seconds. There was no other issues observed and cpb was completed and the pt was weaned off cpb without issue. The procedure was completed successfully, without blood loss and without delay in the surgical procedure.

Manufacturer narrative:
Eval is in progress, but not yet concluded.